Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
PMA/510k- this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -1.00/0.5/172 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This did not resolve the problem. Cause of the event is reported as user error, "user error with data to calculate the lens."